Manufacturer narrative:
The medtronic service engineer (se) inspected the device and found that the compressor was not displaying on the status display. The se checked the compressor to breath delivery cable and found that it had a loose connection. The se reseated the cable and immediately the compressor image was displayed. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. Review of the diagnostic logs indicates the device entered backup ventilation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient transport, a 980 ventilator alarmed ¿limited mix capacity" and entered back up ventilation (buv). The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no harm or injury.